Event description:
On october 10, celltrion was notified that it had received a quality complaint call from a consumer through the call center. Consumer states she is a nurse and reports using the product and experienced a false negative due to an expired product. Consumer rn states was given the product 25ct at a latin festival on (B)(6) 2023 from an unknown person. She reports someone she knew was feeling sick and needed to take a covid test on (B)(6) 2023. She states she then purchased a different test from cvs a couple of days later and the test was positive. She then looked at the exp date on celltrion covid 19 test and noticed the product was expired. The exp date was 12/13/2022. The call center counselor said that celltrion does not recommend the use of products past their expiration date because celltrion cannot guarantee the safety or effectiveness of the product. Additionally, the consumer was asked to provide contact information to complete future follow-up if additional questions were asked, but the consumer declined consent. The product information is as below: celltrion's covid-19 test (25 CT), barcode 8806121763211, lot covhd1002 exp date 12/13/2022. Ref # (B)(4).